Event description:
Customer reported a blank display on the spectrum monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray service representatives replaced the display functional and safety tested unit to specifications.